Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient initially called to ask what line they were supposed to connect to, and after providing that information the patient was able to connect to cycler. Shortly after the patient received an m31 air detected in cassette warning during drain 0 of 4 of treatment, followed by a patient line is blocked alarm and a fluid leak from the patient line. The issue occurred during step 7 of setup. The patient wanted to know if they were supposed to connect themselves to the patient line for treatment. The patient was not connected at the time of the call. The patient reported fluid was discovered during fill 1 of 4 of treatment. Fluid was not discovered in the pump module area or on the external of the cassette. The fluid leaked from the patient line pin. The patient stated the blue pin was not pushed in. The patient was advised to reset up with all new supplies. The specialist called back to assist the patient with re-setting up supplies and stayed on the call until the patient was in drain 0. Upon follow-up, the pdrn confirmed the fluid leak event. The pdrn stated following the m31 air detected in cassette warning cycler alarm the patient advanced the cycler to fill 1 and fluid began to leak from the stay safe connecter pin during fill 1 of 4 of treatment. The pdrn stated the pin had not been pushed on. The pdrn stated the patient was advised to and was assisted with re-setting up with new supplies. The pdrn stated the patient was trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed and completed peritoneal dialysis treatment using the cycler on the night of the reported event. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is continuing peritoneal dialysis therapy using the cycler with no further issues. The liberty cycler set used by the patient was discarded and is no longer available to return for physical evaluation by the manufacturer.

Event description:
A peritoneal dialysis (pd) patient initially called to ask what line they were supposed to connect to, and after providing that information the patient was able to connect to cycler. Shortly after the patient received an m31 air detected in cassette warning during drain 0 of 4 of treatment, followed by a patient line is blocked alarm and a fluid leak from the patient line. The issue occurred during step 7 of setup. The patient wanted to know if they were supposed to connect themselves to the patient line for treatment. The patient was not connected at the time of the call. The patient reported fluid was discovered during fill 1 of 4 of treatment. Fluid was not discovered in the pump module area or on the external of the cassette. The fluid leaked from the patient line pin. The patient stated the blue pin was not pushed in. The patient was advised to reset up with all new supplies. The specialist called back to assist the patient with re-setting up supplies and stayed on the call until the patient was in drain 0. Upon follow-up, the pdrn confirmed the fluid leak event. The pdrn stated following the m31 air detected in cassette warning cycler alarm the patient advanced the cycler to fill 1 and fluid began to leak from the stay safe connecter pin during fill 1 of 4 of treatment. The pdrn stated the pin had not been pushed on. The pdrn stated the patient was advised to and was assisted with re-setting up with new supplies. The pdrn stated the patient was trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed and completed peritoneal dialysis treatment using the cycler on the night of the reported event. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is continuing peritoneal dialysis therapy using the cycler with no further issues. The liberty cycler set used by the patient was discarded and is no longer available to return for physical evaluation by the manufacturer.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.